Manufacturer narrative:
A ge service representative performed an onsite investigation. The connector and boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down and could not be recovered. There is no report of death or serious injury.